Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding. The customer stated that the act, escape, up, and down buttons were working on and off. The customer¿s blood glucose level had dropped down to 37 mg/dl. The customer treated the low blood glucose with juice. They checked their blood glucose a while ago and it was, 210 mg/dl. The customer was advised to observe time clock for one minute to verify if time advances. The customer stated that time changed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.